Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav2364 showed no other similar product complaint(s) from this lot number.

Event description:
During line flush on (B)(6) 2018, line was allegedly leaking so it was removed. During removal the line snapped inside patient. Patient transferred to hospital for removal of remainder of device and patient was then discharged home.